Event description:
It was reported the probe of the bronchovideoscope had a ¿bite mark/damage¿ during a diagnostic bronchoscopy. The bite ring came off during the examination and the patient who was sedated bit the scope. The procedure was completed with the same device with no delay. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Na.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report and additional information regarding legal manufacturer investigation results. The initial MDR was inadvertently submitted as a reportable malfunction. This event was reported in error, and it would be unlikely to cause or contribute to a death or a serious injury if it were to recur. There were no reportable malfunctions related to the subject device captured in this complaint. Additionally, the device was returned to olympus. The reported issue of dent was confirmed, dent in the insertion probe was noted. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.